Event description:
Additional information was received that the rv lead displayed an increased shock impedance measurement with a newly implanted device. The physician believed that one of the epicardial shocking leads was fractured. The device was programmed off and the patient was wearing a therapeutic life vest while next steps were being determined.

Event description:
Boston scientific received information that increased shock impedance measurements greater than 120 ohms was detected. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.